Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset instructions, was guided through pump reset, did not see error message again after reset, and successfully started new sensor session.